Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported ¿it's been giving me some problems. Sometimes I don't even know if I'm going to connect to the pump. I have to resync it quite a few times. It's even locked to where I have to completely start over. It's starting to be a lot slower. It didn't used to be as slow as it is now. It seemed like it wasn't every day, but it's fading out like the batteries are long.¿ the patient mentioned ¿it used to do that, but now it's doing that all the time. It will stop (at 91%) and it may be there for a minute and a half to two minutes.¿ the patient confirmed neither device has not been wet/dropped, equipment is charged and unplugged when using them, and no charging or charging port issues. The patient mentioned ¿I love it very much. I got it for a couple of years. I think it's the first one I've had.¿ when asked about the event date, the patient stated, ¿it's been going on for probably 4-5 months. It just seems to be getting slower and slower. I've had this (the equipment) a couple years, and it seems like it's getting slower on me.¿ the patient was assisted in requesting/receiving a bolus well and then assisted patient in toggling on location and toggling off/back on bluetooth. While on call, patient mentioned ¿when the physician fills it, the first couple days are like lightning (when connecting) - you don't have to wait. A couple days later, it gets lower. It seems like them more meds coming out of the pump equates to it taking longer to connect. It just seems like that lately.¿ the patient service specialist reviewed considerations and patient agreed to monitor and call back for assistance as needed. Additional information was received from the patient on (B)(6) 2024 who reported they're still having difficulties and having to attempt for a bolus 4-5 times. The patient stated, ¿a couple times¿ over the weekend, they weren't sure if they'd get a bolus or not. The patient confirmed both devices are charged and unplugged prior to using them and stated since their last refill 3 months ago ¿it's really slowed down.¿ the patient was assisted in connecting but the patient did not bolus due to requesting a bolus prior to calling. The agent inquired about pump antenna and the patient stated, ¿I know where I used to put it, but, if I put it there now, it hardly works there anymore so I have to move it down.¿ the agent asked about falls/trauma, and the patient stated ¿I fell about 3 months ago probably, I swear it started having problems near them. In the middle of the night, I got up to use the restroom and I fell flat on my stomach,¿ and stated the difficulties connected started around when this happened. The agent agreed to replace communicator as part of troubleshooting and the patient would discuss with the physician at pump refill on (B)(6). An email was sent to the repair department for a replacement communicator. The patient was having intermittent difficulties connecting the equipment to the pump. No indication of patient harm.